Event description:
According to the reporter, during colectomy, upon insertion of the port closure, when using the cartridge, the surgeon was able to fire to the end, but the jaws could not be opened. There was difficulty retracting the knife and was unable to remove the jaws from the tissue, so the user removed the reload from the adapter and opened the jaw using a manual adapter tool. It was also reported that the display was frozen, but it recovered when it was restarted. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (sn:(B)(6)); egia45amt, egia45amt egia 45 artic med thick sulu (lot#p4a1188); sigpshell, sig power sigpshell control shell (lot#n4a2011y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that the handle was noted to be displaying the firing force gauge and was playing an error tone. It was reported that the jaws does not open, was difficult to retract knife blade and the instrument was locked on tissue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the power stapler handle/display was not responding. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.